Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels. She checked her basal profile and found that it was set to zero. She stated that the infusion device did not hold its memory. She set her basal rates and that night her blood glucose level was elevated to 400 mg/dl. She bolused 5 units of insulin and then an additional 3 units. Her blood glucose level went down to 230 mg/dl. After the two boluses, she had 240 units of insulin left in her insulin cartridge. The following morning she still had 239 units of insulin in the cartridge. The infusion device only provided 1 unit of insulin during a 6 hour period of time. Her normal blood glucose range is 100-150 mg/dl. The patient stated that the check button was only functioning intermittently. She has switched to insulin injections. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.